Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: underweight, opening curved on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior, creases fold and wear abrasion.based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d4 d9 g1 h3 h4 h6.

Event description:
Healthcare professional reported a posterior rupture of the left device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a posterior rupture of the left device. Device has been explanted.